Manufacturer narrative:
Findings: pump passed the displacement test. Unit received motor error alarm during basic occlusion test due to loose/flush drive support disk. Unable to perform the error test, unable to verify alarms and prime/fill anomalies or perform the prime test due to motor error alarm. No unexpected rewind anomalies noted. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, loose drive support disk, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer states insulin is "squirting out" during the manual prime process. Customer states insulin continues to drip after motor stops during the manual prime process. The customer's blood glucose level was 54 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.